Manufacturer narrative:
Device evaluated by MFR has been updated. (B)(6).

Manufacturer narrative:
Results were questioned from a total of 7 patient samples. The customer complains that the elecsys cmv igg and cmv igm assays do not recognize early primary infection in the patient. The patient has cmv primary infection in pregnancy, partially longitudinal. Additional test data was provided for the sample. (B)(6).

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received questionable results for a total of 9 samples from 6 different patients tested for the elecsys cmv igg assay (cmv igg) on a cobas 6000 e 601 module (e601). The customer provided data for one patient sample that had an (B)(6) result for (B)(6) igg and the elecsys cmv igm immunoassay (cmv igm). The (B)(6) results were reported outside of the laboratory to the medical doctor. The customer stated that the involved patient had an early primary (B)(6) infection. This medwatch will apply to the cmv igm assay. Please refer to the medwatch with (B)(6) for information related to (B)(6) igg. The cmv igg results obtained with the e601 analyzer were (B)(6) compared to a clearly (B)(6) result from the abbott architect method. The recomline blot method was also performed on the sample and this had an unclear cmv igg result. The cmv igm result from the e601 analyzer was (B)(6) compared to a (B)(6) result with the recomline blot method. No adverse events were alleged to have occurred with the patient. The e601 analyzer serial (B)(4).